Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a bypass procedure, the staple did not form properly after firing. The surgeon used several clips to stop the slight bleeding. No other adverse events were reported.